Event description:
It was reported that the micl12.6 implantable collamer lens was opened a fiber was noted on the lens material. Not used-no pt contact.

Manufacturer narrative:
Evaluation: results: a visual inspection of the lens noted a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found.